Manufacturer narrative:
A33 alarm during prime/a33 test at 4 lbs. Due to faulty fsr (gold). Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is coming out of the insulin pump and there is damage to the pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.